Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon detached from the catheter.the 95% stenosed target lesion was located in the non tortuous and severely calcified left anterior descending artery. The 12mm x 3.0mm quantum maverick monorail balloon catheter was the third balloon to be delivered to the lesion. After advancing the device to the lesion, the balloon detached inside of the patient. Attempts to remove the balloon were unsuccessful with an unknown snaring device. The balloon was able to be successfully removed with an a non bsc 2.5 x 12 balloon catheter. The procedure was not completed. The patient went to surgery and their condition is reported as 'ok'.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon detached from the catheter. The 95% stenosed target lesion was located in the non tortuous and severely calcified left anterior descending artery. The 12mm x 3.0mm quantum maverick monorail balloon catheter was the third balloon to be delivered to the lesion. After advancing the device to the lesion, the balloon detached inside of the patient. Attempts to remove the balloon were unsuccessful with an unknown snaring device. The balloon was able to be successfully removed with an a non bsc 2.5 x 12 balloon catheter. The procedure was not completed. The patient went to surgery and their condition is reported as 'ok'.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two pieces with blood present in the distal outer and the balloon. The first piece measured approximately 78cm from the distal edge of the strain relief to the broken hypotube site. The second piece measured approximately 64cm from the broken hypotube site to the distal end of the tip. The balloon was intact and attached to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).